Manufacturer narrative:
This report is submitted on july 12, 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting did not alleviate the issue. The implanted device remains.

Manufacturer narrative:
It is now reported that the patient experienced extrusion of the receiver stimulator. The device was explanted on (B)(6) 2018 and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed on january 30, 2019.